Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed. The issue could not be replicated. A system checkout was performed and the system is working as intended. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the amber light was on, on the camera. The camera was still operational and tracking instruments with no issues. Ndi showed that the internal temperature was exceeded. Technical services talked with the manufacturer representative to reset the temperature sensor and the fault light disappeared. The camera still was operational and tracking instruments. The next issue that occurred is that the trajectory 1 was not showing the instrument after a couple minutes of use. No patient was present at the time of the event.

Manufacturer narrative:
Correction: the information from the engineers comments were added with an aware date of 20-march-2019. The MDR should not have been late because the information provided was the same information that was done in the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the amber light was on, on the camera. The camera was still operational and tracking instruments with no issues. Ndi showed that the internal temperature was exceeded. Technical services talked with the manufacturer representative to reset the temperature sensor and the fault light disappeared. The camera still was operational and tracking instruments. The next issue that occurred is that the trajectory 1 was not showing the instrument after a couple minutes of use. No patient was present at the time of the event.

Manufacturer narrative:
Correction: dates for followup 1 and followup 2 were 03/20/2019 and 04/22/2019 respectively. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the amber light was on, on the camera. The camera was still operational and tracking instruments with no issues. Ndi showed that the internal temperature was exceeded. Technical services talked with the manufacturer representative to reset the temperature sensor and the fault light disappeared. The camera still was operational and tracking instruments. The next issue that occurred is that the trajectory 1 was not showing the instrument after a couple minutes of use. No patient was present at the time of the event. 2019-mar-20 engineering reviewed the case details and confirmed that the case is consistent to a known issue and was documented in a medtronic navigation software anomaly tracking database. They stated that the issue was a non-software issue. The camera is still operational and tracking instruments with no issues. Ndi showed that the internal temperature was exceeded. Technical services walked the site through how to reset the temperature sensor and the fault light disappeared. Camera still operational and tracking instruments.

Manufacturer narrative:
Two software analysis were performed the first software analysis found that the case is consistent to a known issue and was documented in a medtronic navigation software anomaly tracking database. In the second software analysis the behavior described was the intended behavior of the software. The software was functioning as intended. No failures found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the amber light was on, on the camera. The camera was still operational and tracking instruments with no issues. Ndi showed that the internal temperature was exceeded. Technical services talked with the manufacturer representative to reset the temperature sensor and the fault light disappeared. The camera still was operational and tracking instruments. The next issue that occurred is that the trajectory 1 was not showing the instrument after a couple minutes of use. No patient was present at the time of the event.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The internal temp sensor was triggered in the camera, but it was still tracking instruments. Temperature sensor restarted in ndi configuration tool and system functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Engineering reviewed the case details and confirmed that the case is consistent to a known issue and was documented in a medtronic navigation anomaly tracking database. They stated that the issue was a non-software issue. The camera is still operational and tracking instruments with no issues. Ndi showed that the internal temperature was exceeded. Technical services walked the site through how to reset the temperature sensor and the fault light disappeared. Camera still operational and tracking instruments.